Event description:
Unable to ambulate [unable to walk]. Severe pain in his knees [knee pain]. Swelling in knees [knee swelling]. Warmth in knees [joint warmth]. Case narrative: initial information received on (B)(6) 2020 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097795 from a physician. This case is linked to case (B)(4) (multiple devices for same patient). This case involves an unknown age male patient who was unable to ambulate, had severe pain in his knees, swelling in knees and warmth in knees, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previously received injections of hylan g-f 20, sodium hyaluronate (synvisc). Concomitant medications included levoglutamide, n-acetylglucosamine, proline, serine, threonine (biomatrix); rofecoxib (vioxx); loratadine (lorcet); mometasone furoate (nasonex); and trazodone. On (B)(6) 2003, the patient started using hylan g-f 20, sodium hyaluronate injection, liquid solution at a dose of 2 ml every week via intra-articular route (lot - 50208, (B)(6) 2005, strength: 16 mg/2ml) for unknown indication. On the same day after 12 hours of receiving injection patient had swelling (joint swelling), warmth (joint warmth) and severe knee pain (arthralgia) to a point that he was unable to ambulate (gait inability). The knee pain recovered after 1.5 days but the swelling got better only after a week. Action taken: unknown for all events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved in (B)(6) 2003 for severe pain in his knees and swelling in knees, as unknown for warmth in knees and unable to ambulate. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc for unknown batch number and global ptc number: 100089155. Sample status was not available. Currently processed as an unknown lot # due to it being serious. (Dp (B)(6) 2020). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events if a CAPA is required. The final investigation was completed on (B)(6) 2020 with summarized conclusion as no assessment possible. Follow up was received on (B)(6) 2020 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 22-dec-2020 from healthcare professional. Ptc results was added. Text amended accordingly.

Manufacturer narrative:
(B)(6) comment dated (B)(6) 2022: follow up information does not change the previous case assessment. This case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and experienced pain, swelling and warmth in knee along with inability to ambulate. Based on the temporal gap and nature of the events the causal relationship of the device in the occurrence of events cannot be denied. However, further information regarding patient¿s current medical condition, concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.